Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time and date was inaccurate after the pump was off for a year. Customer adjusted the time and date to resolve the issue. Customer's blood glucose level was 139 mg/dl. Customer continued use of manual injections for insulin therapy.